Event description:
Philips received a complaint by the customer on the v60 indicating that they had experienced error 1007, machine and proximal pressure sensors failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had experienced error 1007, machine and proximal pressure sensors failed. Bench repair is currently pending.

Manufacturer narrative:
H10: bench repair was cancelled as the device was never received at bench repair. No further action is required. Bench repair was cancelled as the device as never received at bench repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.